Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The patient was coiled and stented using an ((B)(4)) enterprise stent deployed by the physician. The basilar tip diameter was 3.0mm proximally & p1 segment measured 2.6mm distally. The stent was successfully placed and covered the aneurysm neck well. The product was prepped and used as indicated and all accessory products were appropriate. There was no patient or procedural complications. During implant, prior to detaching the stent, no spasm was noted at the site, and no other devices were at the site when the spasm occurred. On follow-up four months post index procedure, the physician noticed that the enterprise stent migrated proximally, although the neck remained covered; it was evident on angiography that the enterprise stent had migrated significantly. The patient is doing fine. Images will be obtained and forwarded. The target vessel was the basilar tip with a non-rupture aneurysm that with a wide neck aneurysm that measure 3mm. The admitting diagnosis was non-ruptured aneurysm with 3mm wide neck. The patient's medical history consisted aneurysms and tia's. The discharged medications consisted of aspirin and plavix. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that with four month follow-up post enterprise vrd assisted coil embolization of a basilar tip aneurysm, it was noted that although the aneurysm neck remained covered, it was evident on angiography that there was significant proximal migration of the enterprise stent. It was reported that the patient is fine. At index procedure, the target lesion was a non-ruptured basilar tip aneurysm with a 3mm neck. The patient's medical history consisted of aneurysms and tias. The measurements of the vessel were reported as 3.0mm proximally in the basilar artery and 2.6mm distally in the p1 segment. The product was prepped and used as indicated and all accessory products were appropriate. The stent was successfully placed and covered the aneurysm neck well. There was no patient or procedural complications. During implant, prior to detaching the stent, no spasm was noted at the site, and no other devices were at the site when the spasm occurred. The stent remains implanted and the lot number is not known; therefore, a device history record review cannot be completed. Received powerpoint file containing four slides with grayscale images as well as all available procedural information was submitted for review by independent interventional neuroradiologist. It was reported that the case was reviewed with the following problems found: the patient had a rather small basilar tip aneurysm, with wide neck. The neck-to-dome ratio is close to 1:1. The aneurysm neck is associated with the left posterior cerebral artery (pca); it does not involve the right pca. The 3d angiogram overestimates the aneurysm neck, it's unable to resolute the gap between the aneurysm dome and the right pca that otherwise is perfectly seen on the ap angiogram. The aneurysm was coiled apparently with a single coil, without neck protection. After the detachment of the first coil, the coil is positioned in the aneurysm without protrusion, but after some time, possibly after some additional manipulation (as seen on slide #2 image #3) there is a suggestion of coil protrusion to the left pca. On the same picture, a microcatheter is already advanced to the left pca for the purpose of stenting. On slide #3 images # 1 and 2 the enterprise stent is deployed. The distal stent markers are located in the left pca, at the top of its curve, approximately at the p1-p2 junction. The coil loops are pushed back into the aneurysm. On slide #4, four-month follow-up images are seen, in non-subtracted contrast enhanced as well as subtracted images. The view is similar to the previous angiograms. The reviewer reports seeing a significant movement of the stent. It moved proximally. Per the reviewer, if the basilar artery diameter is truly 3.0 mm, then the stent moved approximately the same length, about 3 mm proximally. The aneurysm neck is still covered fully, and some. The stent can't move more proximally because it is jammed in the vertebro-basilar junction. One of the proximal markers entered the right vertebral artery; all other markers entered the left vertebral artery. The reviewer reported he does not think any injury has happened to any of the involved structures. The reviewer reported that the mechanism of this stent migration is "watermelon seeding." The stent has a natural tendency to move from the narrower to the wider cross-section segment. The driving force of the migration is the natural pulsation of the artery. Stents in healthy arteries move easier than they do in diseased, atherosclerotic vessels. Stents placed in otherwise "healthy" artery across an aneurysm neck are at higher risk of migration if the artery is relatively straight, if there is a significant difference between the proximal and distal vessel diameter and if the artery is highly pulsatile (elastic type). Stent migration is a known possible event as outlined in the instructions for use. With review of the available information, there is no indication of any device manufacturing issues related to the event. Vessel characteristics appear to have contributed to the delayed stent migration. A risk assessment has been completed to evaluate this issue. Action was previously completed to address this issue, this complaint does not change the severity or occurrence level that is currently documented in the risk assessment therefore the risk assessment will not be updated to document this complaint.

Manufacturer narrative:
It was reported that with four month follow-up post enterprise vrd assisted coil embolization of a basilar tip aneurysm, it was noted that although the aneurysm neck remained covered, it was evident on angiography that there was significant proximal migration of the enterprise stent. It was reported that the patient is fine. At index procedure, the target lesion was a non-ruptured basilar tip aneurysm with a 3mm neck. The patient's medical history consisted aneurysms and tia's. The measurements of the vessel were reported as 3.0mm proximally in the basilar artery and 2.6mm distally in the p1 segment. The product was prepped and used as indicated and all accessory products were appropriate. The stent was successfully placed and covered the aneurysm neck well. There was no patient or procedural complications. During implant, prior to detaching the stent, no spasm was noted at the site, and no other devices were at the site when the spasm occurred. The stent remains implanted and the lot number is not known; therefore, a device history record review cannot be completed. Stent migration is a known possible event as outlined in the instructions for use. It is possible that clinical factors including patient/vessel characteristics contributed to the reported event; however, based on the available information, no conclusion can be made. Therefore, no corrective actions will be taken at this time.

Event description:
The patient was coiled and stented using a 28mm enterprise stent deployed by the physician. The vessel diameter was 3.0mm proximally and p1 segment measured 2.6mm distally. The stent was successfully placed and covered the aneurysm neck well. The product was prepped and used as indicated and all accessory products were appropriate. There was no patient or procedural complications. During implant, prior to detaching the stent, no spasm was noted at the site, and no other devices were at the site when the spasm occurred. On follow-up four months post index procedure, the physician noticed that the enterprise stent migrated proximally, although the neck remained covered; it was evident on angiography that the enterprise stent had migrated significantly. The patient is doing fine. Images will be obtained and forwarded. The target vessel was the basilar tip with a non-rupture aneurysm that with a wide neck aneurysm that measure 3mm. The admitting diagnosis was aneurysm. The discharged medications consisted of aspirin and plavix.